Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: health system specialist wasn't present for the case. The obturator tip broke inside the abdomen during insertion. It is unknown if the break was considered to be a clean break. The surgeon looked for the broke tip for an extended period of time, was not able to locate it, and switched to a different trocar to complete the case. The product is expected to return. Intervention: switched to a different trocar to complete the case. Patient status: surgeon spent an extended period of time looking for the piece, proceeded with the case, and completed the case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Although the complainant stated that the obturator tip broke, no visual non-conformances were observed on the obturator. Engineering observed that the cannula tip was fractured; however, the fragment was not returned for evaluation. Based on the condition of the returned unit and the description of the event, it is likely that the cannula tip fracture was caused by the forces applied to the tip during insertion, a material abnormality in the cannula that made it more susceptible to fracture, or a combination of both. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: health system specialist wasn't present for the case. The obturator tip broke inside the abdomen during insertion. It is unknown if the break was considered to be a clean break. The surgeon looked for the broke tip for an extended period of time, was not able to locate it, and switched to a different trocar to complete the case. The product is expected to return. Additional information received via email on 22jul2020 from health system specialist: the patient has been discharged. The trocar was not used with a robot. There were no diagnostic tests performed to locate the broken tip. The surgery was extended for 30-45 minutes in the attempt to locate the broken tip. Intervention: switched to a different trocar to complete the case. Patient status: surgeon spent an extended period of time looking for the piece, proceeded with the case, and completed the case.